Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 375cc, catalog number 3501660, serial number (B)(4), lot number 5836229. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary procedure with saline mentor smooth round moderate profile 375cc breast implants and experienced bilateral deflation. The deflation was confirmed by the healthcare professional by the physical exam on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast implant.

Manufacturer narrative:
On 05/14/2018, it was reported to mentor that the patient experienced possible bilateral capsular contractures. The date of the last examination was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(4) 2020, it was reported to mentor that the date of explantation was (B)(6) 2019. The replacement devices were mentor smooth round high profile 500cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) /2019, it was reported to mentor that the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/29/2019, the visual analysis results show some creases in the anterior and posterior aspect. Leak testing revealed there was leakage from the valve and a tear within crease in the posterior view, measuring approximately 0.3 cm. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the replacement devices were mentor smooth round high profile 500cc, catalog 3503500, serial number (B)(4), lot 7611097 on the left breast implant and mentor smooth round high profile 460cc, catalog 3503460, serial number (B)(4), lot 7689268 on the right breast implant. The date of explantation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/19/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).